Event description:
It was reported by the user facility that the saline bag was filling during recirculation mode. A patient was not connected to the machine at the time of the incident. No parts were changed on the machine by user facility. The user facility requested on-site evaluation of the device by the manufacturer.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.